Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2018-00053 thru 3003853072-2018-00054.

Event description:
It was reported that a rod was found to have migrated post-operatively which necessitated a revision surgery. During the revision, the rod, pedicle screw, and blocker were removed. The surgeon was not able to install a new construct because the hole in the pedicle for the screw was too big. So cement was used for temporary fixation. This is report one of three for this event.

Event description:
It was reported that a rod was found to have migrated post-operatively which necessitated a revision surgery. During the revision, the rod, pedicle screw, and blocker were removed. The surgeon was not able to install a new construct because the hole in the pedicle for the screw was too big. So cement was used for temporary fixation. This is report one of three for this event.

Manufacturer narrative:
The blocker was not returned, however a photo, video, and x-rays were provided and used for evaluation, but the results are inconclusive with the available information. The use of a java rod with an instinct blocker and screw is not indicated within the IFU.